Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Components were revised due to loosening.

Manufacturer narrative:
An event regarding component loosening involving a scorpio baseplate was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
Components were revised due to loosening.